Event description:
Using the introducer provided with the device, the physician inserted the neuron delivery catheter 070 into a 6f short pinnacle sheath over a 0.035" glidewire. The physician felt resistance as the catheter entered the groin, so it was removed and found to be separated. There was no patient injury.

Manufacturer narrative:
Results: the distal 4.5 cm of the catheter has been flattened. The next 3 cm measured length is a stretched section. Based on a comparison of the support coil separation between the stretched and un-stretched segments, we can say that the stretched segment is at least 175% of the original length. The catheter is non-functional. Conclusion: the damage noted in the complaint is confirmed. The flattened tip of the catheter appears to be the source of the resistance noted in the complaint. The damage to the distal tip of the catheter may have occurred during removal from the packaging or insertion into the patient. The stretching or "separation" of the catheter was likely the result of pulling against resistance once the flattening caused the device to become trapped inside the sheath. The force needed to remove the catheter from the sheath exceeded the tensile strength of the material. The distal tip of the neuron delivery catheter is very flexible by design and as a result, is susceptible to handling damage. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.